Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose level was reported to be 33.1 mmol/l (595.8 mg/dl) while wearing the pod on their arm between 5 and 24 hours. The incident occurred the previous day when the pod stopped delivering insulin while the system was in automated mode, leading to sustained hyperglycemia and symptoms including vomiting, dizziness, and unquenchable thirst. The patient sought medical attention on (B)(6) 2026 at a medical center located in the (B)(6) area, where they were seen by a member of the medical team (details not available). The pod was worn during the medical attention. The visit lasted approximately one hour, and the patient was discharged on the same day. The doctor indicated that the pod was likely malfunctioning and not administering insulin properly, possibly since the onset of rising glucose levels earlier in the day. Upon assessment, ketone levels were measured at 1.3, and the patient was advised to monitor levels at home and only seek hospital care if ketones reached 3.0 or higher. Treatment provided during the visit included ketone testing, urine testing, and hydration support (water). The patient did not receive a specific diagnosis, only confirmed high blood glucose levels. The patient later managed insulin therapy at home with extra insulin before replacing the pod.